Manufacturer narrative:
(B)(4). Pacing cable was replaced and issue resolved. System is ready for use. The device history record review was performed by the manufacturer and no anomalies, which are related to the reported issue, were noted in manufacturing or servicing of this equipment.

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a carto® 3 system and a pacing issue occurred. The pacing signal could not be transferred from the pacing unit to the carto® 3 system during emergency pacing. The pacing leads were connected to the carto® 3 system patient interface unit primary pacing port. There was no pacing and ablating at the same time and there was no unwanted pacing. A df-5a pacing stimulator was used. The pacing cable was replaced and the issue resolved. The signal was then fine. The procedure was completed with no patient consequence. This event is MDR reportable. Even though catheters are not intended for emergency pacing, the physician may choose to use the catheter to pace the heart when emergency pacing is needed. There is risk to the patient if the catheter is not able to pace during an emergency. The awareness date was reset to march 19, 2017 as that is when additional information was received that the issue occurred during emergency pacing.